Manufacturer narrative:
Bec cts (customer technical support) generated a service request. Upon follow-up by a field service engineer (fse), the customer reported that they resolved the issue by replaced the cc sample syringe. The service request was thereby cancelled. The bec internal identifier for this event is (B)(6).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that cartridge chemistry (cc) sample probe in unicel dxc 600i synchron access clinical system was leaking. The customer also reported that they were getting cuvette out of limits error. No injury was reported and no erroneous results were generated.